Event description:
The pump was found to turn on and off by itself during bio-med testing. It is not known if this occurred during patient use or where the pump came from. No additional clinical contacts or details available. No patient injury or medical intervention reported.